Event description:
It was reported that the patient had experienced a bent cannula event on (B)(6) 2026. The patient also experienced high blood glucose which is high for one to two hours and treated by manually.

Manufacturer narrative:
Name: medtronic minimed country: united states of america street: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.